Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the message was on screen and unable to pull meds. A field service engineer (fse) found that the device was unable to perform a data synchronization following the 1.11 upgrade. Upon inspection, no local area network adapters were visible in the settings. The device driver was updated via device manager. Verified drawer population using the hardware test application and successfully completed the data sync. A dedicated agent for the 1.11 upgrade has been assigned to the case and is currently awaiting completion of firmware updates on the matrix drawer. Work order being closed for recordkeeping, with the customer support center agent continuing to finalize the 1.11 update. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull meds. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.